Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #3l; cat# 5516f301; lot#ctb9n; tritanium bplate triathlon s3; cat# 5536b300; lot#ctd21593; tritanium patella-asymmetric; cat# 5552-l-299; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that a stage 1 revision was performed on the patient's left knee due to infection (infection was clinically confirmed. Infecting microorganism not reported to rep). Rep reported that no further information is available.